Event description:
It was reported that the nurse wanted to know how to do a controlled rewarm of a hypothermic patient on the arctic sun device. Mss advised the nurse on how to adjust the rewarm from, rate, and to in the rewarm phase of hypothermia therapy. When nurse started therapy there was an alert 01 (patient line open) and flow rate was 0.6lpm. Mss advised on how to stop, empty arctic gel pads, disconnect, and reconnect with proper technique. Patient temperature was 32.7c, water temperature was 28.5c, flow rate was 2.8lpm, outlet monitor temperature (t1) was 28.5c, outlet control temperature (t2) was 28.5c, inlet temperature (t3) was 26.1c, water reservoir level (wrl) was 5 bars, inlet pressure was -7.4psi, circulation pump command was 97 percent, mixing pump command was 0 percent, system hours were 4459 and pump hours were 4256. Mss advised the nurse that the water reservoir was overfilled. Nurse attempted to remove fill tube to drain device, but it was stuck, and they could not use it to drain. They had another device available and would switch them. 20 minutes later, nurse stated that new device was working appropriately with water temperature was 37.8c, flow rate was 2.4lpm, patient temperature was still 32.7c but just started therapy a few minutes ago.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is fill tube is not connected properly or connected to the incorrect port. However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "connections 1) use only medivance cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, temp in 1 cable, temp in 2 cable (optional), temp out cable and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position the arctic sun¿ temperature management system so that access to the power cord is not restricted." Corrections: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the nurse wanted to know how to do a controlled rewarm of a hypothermic patient on the arctic sun device. Mss advised the nurse on how to adjust the rewarm from, rate, and to in the rewarm phase of hypothermia therapy. When nurse started therapy there was an alert 01 (patient line open) and flow rate was 0.6lpm. Mss advised on how to stop, empty arctic gel pads, disconnect, and reconnect with proper technique. Patient temperature was 32.7c, water temperature was 28.5c, flow rate was 2.8lpm, outlet monitor temperature (t1) was 28.5c, outlet control temperature (t2) was 28.5c, inlet temperature (t3) was 26.1c, water reservoir level (wrl) was 5 bars, inlet pressure was -7.4psi, circulation pump command was 97 percent, mixing pump command was 0 percent, system hours were 4459 and pump hours were 4256. Mss advised the nurse that the water reservoir was overfilled. Nurse attempted to remove fill tube to drain device, but it was stuck, and they could not use it to drain. They had another device available and would switch them. 20 minutes later, nurse stated that new device was working appropriately with water temperature was 37.8c, flow rate was 2.4lpm, patient temperature was still 32.7c but just started therapy a few minutes ago.